Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for shock impedance (si) high, out of range (oor). All previous and posterior measurements were normal and stable and there were no previous shock impedance alerts. Furthermore, presenting electrogram (egm) showed no noise. History and presenting egm did not suggest a broken lead or improper connection, therefore, a possible electromagnetic interference at the time of the high oor, si measurements was suspected. Follow up recommendations were given for this ICD that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for shock impedance (si) high, out of range (oor). All previous and posterior measurements were normal and stable and there were no previous shock impedance alerts. Furthermore, presenting electrogram (egm) showed no noise. History and presenting egm did not suggest a broken lead or improper connection, therefore, a possible electromagnetic interference at the time of the high oor, si measurements was suspected. Additional information was received mentioning that the high, out of range shock impedances have been recurring several times since original call. A technical services analysis was completed and results suggested high shock lead impedance on the ra coil from the shocking lead. Changing from triad to single coil configuration was recommended. Spring contact behavior was also to be suspected if they continue to keep having high, out of range impedances. This ICD remains in service. No adverse patient effects were reported.